Manufacturer narrative:
Medtronic received the following information from a journal article entitled; follow-up results of aortic arch cervical debranching performed with the help of a temporary crossover external carotid artery bypass for cerebral protection followed by endovascular thoracic aortic aneurysm repair oztas dm, ugurlucan m, beyaz mo, ulukan mo, unal o, onal y et al. Interactive cardiovascular and thoracic surgery 2020; volume 30, issue 5 doi:10.1093/icvts/ivaa004. If information is provided in the future, a supplemental report will be issued.

Event description:
This patient was not able to have a tevar performed through the femoral route because they had aortobi-iliac occlusive disease. The patient underwent endovascular stent grafting not at the same session but 6 days after the debranching procedure due to old age and presumably long-term radiographic intervention. Iliac balloon angioplasty was performed to dilate the calcified bilateral iliac arteries for tevar while the patient was in the angiography suite. Tevar was attempted with the endurant stent graft; however, iliac rupture occurred during the deployment of the endovascular stent graft. It was successfully managed with implantation of an endurant iliac limb. An attempt was made to deploy the thoracic stent graft through the iliac stent graft; but again, it was not possible. The patient had a concomitant abdominal aortic aneurysm (infrarenal abdominal aorta, diameter 4.3 cm) and bi-iliac stenosis. Hence, an aortobifemoral bypass graft operation to make thoracic endovascular repair possible was planned. The patient underwent an elective aortobifemoral bypass grafting operation witha non mdt graft. Post-operatively this patient experienced exacerbated chronic obstructive pulmonary disease and pneumonia. The patient required rei ntubation 2 days after the procedure and was extubated after 3 days. This patient was discharged from the hospital on postoperative day 10. Tevar was postponed in this patient because she and her family refused further elective procedures. This patient expired six months post-operatively due to pulmonary causes before the tevar was able to be performed.